Event description:
End user alleges pt was going down the road to the store when the jazzy cut out and pt fell out of the chair. End user sustained a broken femur. End use had a seat belt on the device but failed to use it at the time of the incident.